Event description:
It was reported that during a stenting treatment procedure a vessel perforation occurred. The 90% stenosed target lesion was located in the mild to moderately calcified left anterior descending artery (lad). A 4.0x20mm veriflex stent was advanced to the lesion and was successfully deployed at 14 atms. It was noted that the stent was well positioned and apposed. After deployment of the stent, ivus revealed a vessel perforation. A 3.5x15mm maverick balloon was advanced to the lesion and inflated; however, the perforation was not fully treated and a non bsc 4.5x16mm covered stent was deployed at 8 atms. Ivus confirmed that the perforation was successfully treated and the vessel looked good. No additional patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).